Event description:
It was reported that an alert was received through latitude due to the heart failure index exceeding the threshold. Technical services (ts) review of the device data indicates the index appears stable and the respiratory rate and the night heart rate are contributing to the observed threshold. In addition, the presenting electrogram (egm) shows evidence of frequent noise on the right ventricular (rv) lead, however, the noise is not oversensed by the device. The rv pacing impedance and auto threshold measurements appear stable and in-clinic follow-up was recommended. Additional information was provided. The cardiac resynchronization therapy defibrillator (crt-d) system recorded noise oversensing in a ventricular episode sensed in the ventricular fibrillation (vf) zone. Assessment with a programmer was recommended. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.